Event description:
Boston scientific received information that the remote home monitoring system exhibited a red blinking light due to a potential unspecified product performance issue related to this pacemaker. Attempts were made to obtain additional information, however, no additional information was available. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.